Manufacturer narrative:
(B)(4). Device evaluation: the solution was returned to the manufacturing site for investigation. Chemistry testing was performed. The product met specifications. Retain sample: chemistry testing of the retain sample was performed. Sample met specifications. Manufacturing record review: a review of the records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per procedure. Labeling review: the directions for use, dfu were reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she experienced irritation in her eyes with use of consept onestep. The patient used consept onestep for the recent 2 months according to directions for use, and had irritation in her eyes. She saw a doctor (B)(6) 2016. The doctor told her that was no scar on eyes. Doctor did not provide a diagnosis. The doctor prescribed 2 eye drops; however, the name of the drops was unknown. At the time of reporting, the patient's symptoms were relieved. No further information was provided. Consept 1 step neutralizing tablets were also used and will be reported in a separate MDR filing.